Event description:
Pt was disoriented and could not get her blood glucose under control. She was hospitalized for diabetic ketoacidosis. She stated there was moisture in the cartridge area of her insulin infusion pump.